Event description:
Information was received indicating that the pump voltage for the downstream occlusion sensor was stuck at approximately 135-136mv. It is unknown if there was any patient involvement or any adverse effects.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found tamper seal missing. There was no evidence of error in ehl (event history log). The customer's reported problem was duplicated following functional testing. Corrective action was the replacement of the downstream sensor. Root cause for reported problem in unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.